Event description:
Customer called to reported low blood glucose levels and discrepancies between sensor and multiple meters. Customer also reported that insulin pump failed to alarm. The blood glucose reading was 139 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.